Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, e3, h2, h3, h4, h6 and h11. The device was returned to the regional service center for inspection and the reported failure was not confirmed. Olympus is not the lm and is not responsible for complaint investigation. The device will be forwarded to the OEM. This complaint has been notified to the third-party manufacturer. Per the quality assurance agreement, olympus is not responsible for the complaint investigation. Third-party manufacturer vathin will conduct the complaint investigation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Event description:
It was reported the camera head experienced had a software issue during out of the box failure issue. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.